Manufacturer narrative:
Note: lake region lot number 01413159 is cordis lot number 13471676. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01413159. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. This one of two products used during the same procedure on the same patient, which is associated with MFR report # . Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During a deployment at an unknown target location, the enterprise vrd system (enc452812) advanced through the prowler select plus 150/5 cm 90 shape (606s255mx) microcatheter to the target location but failed to uncover. Instead, the whole delivery system jerked backwards following each attempt to deploy stent. At this point, the enterprise stent would neither advance nor retract, resulting in inability to complete the procedure. No further information has been obtained in response to multiple investigational attempts. It was indicated that there was no patient injury. One non sterile enterprise was received within a microcatheter; both inside of plastic bag. The introducer tube was not received. The y connector was attached to the microcatheter hub. No other visual anomalies were observed. The stent was deployed without any difficulty, however, could not be retracted since the residues prevent the stent from closing properly. The enterprise was inspected under microscope and a foreign material was found over the coil tip of the delivery wire and the stent. X-ray analysis was performed for the enterprise vrd and delivery device to determine the cause of foreign material observed over the coil tip and stent. The results indicate that the light colored deposited material was composed of carbon, oxygen, fluoride, sodium, silver, tin and chlorine. It is possible that some of the elements (sodium, chlorine) detected may have come from saline solution. (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01413159. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to deploy the enterprise vrd out of the distal end of the prowler select plus microcatheter was not confirmed since during functional analysis, the stent could be deployed without any difficulty. The failure reported as stent/inability to recapture was confirmed. The failure to recapture during functional analysis was due to the foreign material; however, root cause has determined that the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. It is possible that procedural factors/vessel characteristics may have contributed to the failure experienced during the procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00086 and 1058196-2010-00087.

Event description:
During a neurovascular procedure, the enterprise vrd system advanced through the prowler select plus microcatheter to the target location but failed to uncover. Instead the whole delivery system jerked backwards following each attempt to deploy stent. At this point, the enterprise stent would neither advance nor retract forcing physician to bail out completely.